Event description:
Pt was undergoing a cardiac catheterization. Immediately after activation of the auto-injector for an aortic root image, no dye was seen on fluoroscopy. The pt was assessed and found to have slow speech, but able to follow commands, awake, alert, oriented. Pupils were equal, reactive to light at 6mm. Vital signs were stable. Slow speech quickly resolved. Procedure stopped and pt treated per stroke protocols. Pt admitted to intensive care for observation and discharged to home 24 hours later.